Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the trunk of the left coronary artery. A 12 x 2.25mm taxus liberté drug eluting stent was selected for use to treat the lesion. When trying to ¿retreat¿ the stent to the guide wire, the stent dislodged from the delivery balloon in the trunk of the left coronary artery. The stent was retrieved using another balloon catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).